Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident experienced stomach pains and body chills resulting in a hospital stay of four days.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for general illness. The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned sample(s) of lot 0f164 and control samples of additional lots (from stock) of skin prep wipes were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. In addition, and independent medical review was performed which concluded that there is no medical evidence to support any relationship between the use of skin-prep wipes and the patient's symptoms. (B)(4).